Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. There were no assembly or component issues identified; therefore, a device history record review will not be performed. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. A review of the current complaint data reveals no trend for the reported complaint mode. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection. The reload was connected to the manual handle and checked the jaws for opening and closing with no problem. The surgeon clamped the tissue and tried to fire the device, however, felt something strange. The surgeon could not fully close the jaws. The reload was partially fired but a strange sound was heard and the device stopped at once. The tissue might have been thick. Replaced by a new handle and a new reload and the firing was completed with no problem. The current status of the patient is no problem.